Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the optic cut in half, the tip one haptic arm was broken and missing, and the other haptic arm was bent. Functional testing could not be performed due to the condition of the received device. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient experienced visual distortion post lens implant. Subsequently, the lens was explanted and the patient is being monitor post explant.